Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm the system temperature is high. The user immediately stopped using the device and replaced it with a backup device, and no injuries were caused. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm the system temperature is high. The user immediately stopped using the device and replaced it with a backup device, and no injuries were caused.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the device on-site at the hospital and confirmed the failure reported by the customer. Confirmed that the valve group leaked and caused the failure. Replaced the valve group (0104-00-0031). The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of leakage causing high system temperature. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy. Into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department could not verify the failure message of leakage causing high system temperature. Performed all manifold tests and passed within the factory specifications. Also, pumped the unit and the fat dept. Did not observe high system temp. Alarm on screen. Drive manifold assy. Passed testing. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.